Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. It was reported that the patient experienced an episode of ventricular tachycardia (vt). The patient coded overnight with multiple shocks given. Return of spontaneous circulation (rosc) was achieved; however, the patient remained hypotensive. A do-not-resuscitate (dnr) order was implemented. The patient subsequently developed asystole later that day.